Event description:
The customer was hospitalized for low bgs. It was mentioned that the customer was fine before they passed out on the floor and got a concussion. In addition, the customer had a bad sinus infection and they are taking antibiotics for their infection. The customer mentioned that the pump is working properly. It was mentioned that the low bgs could be related to their medication.